Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a keypad anomaly. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and unable to clear the alarm due to esc and act buttons were unresponsive. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported that no significant event leading to keypad anomaly was observed. Customer was unable to confirm if the time was advancing because only the black dot and reservoir status was displayed on the screen. No possible display anomaly troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump's display's properly and no missing segment/partial display anomaly noted. All buttons functioning properly. No moisture/damage/unlocked liquid-crystal display keypad connector during visual inspection noted. No motor error alarm noted during testing. The insulin pump passed self test, rewind test, basic occlusion test, occlusion test, prime alarm test and compromised force sensor system test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.